Event description:
It was reported that during a stenting treatment procedure stent damage occurred following deployment. The 80% stenosed target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. Two guide wires were advanced and placed in the lad and the diagonal (dx) branch. A 3.50x28mm promus element stent delivery system was then advanced to the lad and deployed, intentionally jailing the guide wire in the dx between the promus element stent and the vessel wall. After deployment the physician attempted to withdraw the non-bsc guide wire in the dx and there was resistance. After applying some force, the physician was able to remove the guide wire intact, however angiography showed that the stent had become deformed. An unspecified nc balloon catheter was then advanced to the lad, but could not cross the 3.50x28mm promus element stent and caused further stent deformation. A non-bsc guide catheter was then advanced and successfully passed through the promus element stent, the nc balloon was delivered and inflated to give a satisfactory result. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).